Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated information in the h10 field which had only previously been noted in field b5.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The procedure date was (B)(6) 2025. The instrument broke during the surgery and the exact task is unknow. An x-ray was performed to look for the retained foreign body/object. The result of the x-ray is unknown.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
On 05/08/2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report (B)(4) stating: during surgery davinci xi instrument 8mm maryland bipolar forceps wire broke. X-ray called and x-ray obtained. [Redacted] md read the results of the x-ray to [redacted] pa [physician's assistant] prior to patient leaving the room. Davinci xi instrument 8mm maryland bipolar forceps lot #k11240509 and reference number 471172.